Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 upon sensor failure, he removed the sensor and found that the sensor wire was protruding from his skin. The patient reported that he was able to remove the sensor wire from his skin. Patient reported no discomfort and required no medical intervention.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.